Event description:
On (B)(6) 2025, the user reported that earlier that day; after changing supplies before lunch and consuming a small lemonade with their normal meal, they experienced a blood glucose (bg) reading of 314 mg/dl. The user allowed for insulin corrections and increased hydration, with bg decreasing to 294 mg/dl during the call. No symptoms were reported. No long-term health effects were reported.